Manufacturer narrative:
On 8/6/2015: coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was not returned by the customer for evaluation. Once the investigation is completed a follow-up report will be filed. Ref (B)(4). On**10/22/2015**. Investigation summary report : initiated manufacturer's investigation, no sample returned, review DHR. The customer did not return the complaint sample as reported in the preliminary filing. The reported condition in the event could not be confirmed as the actual sample is not available due to it not being returned. However, if in the future the sample is located or made available the investigation may be reopened for investigative analysis. Review of the lot DHR did not reveal any abnormality. A total of (B)(4) units were distributed and no other complaints have been received against the subject lot 167485 previous engineering testing in trying to duplicate reported events were not successful in producing the failures as reported. Based on product knowledge and information presented in the medwatch reason(s) for the resultant event may be a multitude and attributed to incorrect power settings, incorrect size used for the type of tissue being excised, coming in contact with another procedural device or incorrect technique. Per bsr-qar-026, this complaint will be monitored for trending in that no injury was reported to end user or patient.

Event description:
Per FDA medwatch received: "volun 01-apr-2015: surgeon doing deep one procedure on pt cervix and the fischer cone biopsy became damaged during the procedure and removed prompt. All parts are retrieved as an armed by the surgery scrub tech / circulator nurse no harm to patient." Ref (B)(4).

Manufacturer narrative:
Coopersurgical inc., is currently investigating the reported complaint condition. The device involved in the complaint was not returned by the customer for eval. Once the investigation is completed a f/u report will be filed.

Event description:
Per FDA medwatch received: "volun 04/01/2015: surgeon doing deep one procedure on pt cervix and the fischer cone biopsy became damaged during the procedure and removed prompt. All parts are retrieved as an armed by the surgery scrub tech/circulator nurse no harm to pt." Ref (B)(4).